Event description:
Voluntary medwatch received states that the patient's right atrial (ra) lead potentially exhibited under-sensing and loss of capture. No changes or intervention were performed. There were no patient consequences.